Manufacturer narrative:
There have been no additional complaints reported against the finish goods lot and the device history record shows the product was released per specifications. The returned sample was visually inspected and it was found that the stem on the black male luer with the white ring was deformed. The deformation prevented the luer from connecting to the female luer. The root cause of the customer¿s complaint is believed to be an error that occurred during the supplier¿s manufacturing process. The supplier has been made aware of the issue and the sample has been sent to the supplier for additional analysis; consumables manufacturing has also been made aware of the issue. Quality assurance will continue to monitor and will take action for future occurrences as deemed necessary. (B)(4).

Event description:
An ophthalmic surgeon reported that the irrigation tubing easily separated from the handpiece during a cataract procedure. The issue was resolved by replacing the product. There was no patient harm. Additional information and product sample have been requested.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).